Manufacturer narrative:
The insulin pump was received with scratched casing, missing retainer ring, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and minor scratches on the lcd window. No crack on the reservoir tube or reservoir tube lip was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was a crack in the insulin pump casing. The patient did not know how the damage occurred. The patient's blood glucose at the time of incident was 97 mg/dl. The insulin pump was returned for analysis.